Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Sn (B)(4). 8120 357.6020 error. Unit came in with a note saying 357.6020 error. Biomed downloaded the log and did the pm. Could not duplicate the error. Recommend to check the harnesses inside the unit. Also check the keypad to see if any key does not feel right. Lastly if still intermittent replace logic board.